Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a cut in the black wire at the distal tip. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cut on the instrument was identified during central processing, not during surgery. The cable was not broken in half, and there were no exposed wires or insulation damage. There was no loss of cautery, thermal damage, or arcing observed. The procedure was completed using the same instrument, with no fragments left inside the patient. The instrument was inspected before use with no issues noted, did not collide with other tools, and was removed smoothly. The device is available for return, but no photos or video are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation, and the internal conductor wires were not exposed. The internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.